Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with scratched case. Device received with frozen screen at medtronic logo due to moisture damage at electrical board. Unable to perform self test and displacement test due to frozen screen.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump screen was flashing medtronic logo. No harm requiring medical intervention was reported. The device will be returned for analysis.